Event description:
An lma fastrach did not hold inflation during pt use. The mask was placed with ease and shortly thereafter a leak was noticed. The surgical procedure was short and there were no interventions needed except adding air once. No adverse outcome to pt.